Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was evaluated and a broken video wire was identified. The interconnect cable was replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the fluoroscopic image was intermittently lost. This issue will effectively eliminate the ability to view a real time image. No patient death or serious injury was reported related to this event.